Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 230um laser fiber was used in laser lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga 30 watt laser console. During the procedure, the laser fiber broke during laser activation. The procedure was completed with another lighttrail single use 230um laser fiber. There were no patient complications reported as a result of this event.